Manufacturer narrative:
This is one of two device reports related to the same event. A f/u report will be submitted upon receipt of add'l info.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiopulmonary arrest within 24 hours of the pt's last dialysis treatment, and expired. These allegations were alleged to have been caused by the product administered for dialysis treatment.